Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the battery cap was unable to be removed. Customer's blood glucose was 268 mg/dl. Customer mentioned the ems was dispatched. Customer was wearing the device at time of the ems was dispatched. Ems was able to remove the battery cap. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.